Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device had an unknown failure. Another reload was used to complete the case. An additional operative was performed to correct the issue.